Manufacturer narrative:
The investigation associated with the corrective and preventive action (CAPA) related to this complaint issue has been approved and is completed. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional information was provided at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction as the device was not used on a patient. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted reported to the FDA on (B)(6) 2015. (B)(6)

Event description:
It was reported when the end user "opened the paper & plastic packaging around the catheter, the paper stuck to the plastic and did not [open] easily." Further, the catheter packaging opened in pieces, "leaving the catheter in a non sterilized area." The catheter was not used.

Manufacturer narrative:
Additional information received on 10/21/2015. Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lot. The picture of the actual samples was provided and evaluated. It is visible that the paper remnants remained stuck on the peelpack foil. Despite the fact that no samples were provided and how the catheters were opened, is impossible to find out. We decided to open a nc to investigate the issue thoroughly. The complaint will remain open until completion of nc. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted (B)(4).